Event description:
It was reported that during a laparoscopic low anterior resection procedure, the first firing went fine, but the second reload cut without stapling. The third firing also cut with no staples. The fourth firing worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.